Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter stated that the pump repeatedly emitted loss of prime warnings when the cartridge contained 40 units of insulin. The warnings allegedly would not clear until the user changed to a cartridge filled with 200 units of insulin. Cartridges from different boxes were also reportedly used, however the issue recurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 02/09/2014-device evaluation: the cartridge has been returned and evaluated by product analysis on 01/27/2014 with the following findings:the cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A force test and fill test were performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
Follow-up # 1 date of submission 01/26/2014-device evaluation: the pump has been returned and evaluated by product analysis on 01/13/2014 with the following findings:a review of the pump history indicated a loss of prime associated with a low non-zero force. The pump was powered on and emitted a cs 127 call service alarm that could not be cleared. Adequate investigation could not be completed due to a component failure on the printed circuit board, which caused the unresolved call service alarms. The pump case was removed and no damage or intermittent contact was found on any part of the force sensor circuit or assembly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.